Event description:
Hill-rom received a report from the account stating the right foot siderail would not latch. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technician found fluid on the latches. A search of the hill-rom maintenance on this bed in 2007, 2009-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician cleaned and lubricated the latches to resolve the issue. Based on this information, no further action is required.